Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' family member reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and heart attack on (B)(6) 2019. Customer¿s blood glucose was in the 1500 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.